Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call, the insulin pump had alarmed no delivery during a bolus. The customer didn't know her blood glucose level. Troubleshooting was performed and insulin didn't exit during fixed primed. Customer was then advised to remove the remove the reservoir from the insulin pump, disconnect and reconnect the infusion set and reservoir. Then manually push insulin through the tubing using the plunger. Customer stated insulin didn't exit and there was greater than normal resistance. Customer was advised the alarm was caused by a set/reservoir connection issue. Then to ensure he changed the reservoir and infusion set. Customer agreed to return the reservoir for analysis.